Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cs100 intra-aortic balloon pump (iabp) had an auto-inflation failure and replaced the patient with a different device. No harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) the customer reported a circuit leak. The hospital inspected the unit and confirmed the issue. The customer was advised to replaced the maintenance kit, but they declined the replacement.